Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the gastrointestinal videoscope had a flicker in the imager. There was no report on the subject device being used in procedure after the suggested event was reviewed. The allegation could not be confirmed and a root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a flicker in the imager. There was no patient involvement.